Manufacturer narrative:
Device is combination product. Event date corrected from (B)(6) 2019 to (B)(6) 2019.

Event description:
During the procedure with a 4.00x28mm promus element plus, a dissection occurred. It was further reported that vascular access was obtained via the femoral artery. The 4x28mm, concentric, de novo, target lesion was located in a moderately tortuous and mildly calcified, mid to left anterior descending artery with a bend between 45 and 90 degrees. Following predilitation, a 4.00x28mm promus element plus drug eluting stent was advanced and significant resistance was encountered. When the promus element plus stent was deployed, a dissection in the proximal part occurred and another stent was implanted to bail out the patient. The patient status post procedure was stable.

Manufacturer narrative:
Device is combination product. Date of event: event date not reported so date entered is estimated using the first day of the aware date month.

Event description:
During the procedure with a 4.00x28mm promus element plus, a dissection occurred.